Event description:
A customer in (B)(6) reported an issue to biomerieux regarding discrepant results when using chromid(tm) (B)(6) smart plates. The customer reported that green colonies were present, indicating mrsa was present when it should not have been. Confirmatory testing using maltidoff determined the organism is not (B)(6). When specifically requested, the customer indicated there was no impact to patient or patient treatment. Although ref 413050 is not sold within the united states, a similar product, ref 43841, is sold within the united states.

Manufacturer narrative:
This report was initially submitted following notification by a customer france of a false positive result associated with the biomérieux chromid® mrsa agar. Biomérieux internal investigation was conducted. Evaluation of the associated batch records indicated qc results were within defined product specifications. Investigational testing was not conducted as the incriminated product had already passed its expiration. In addition, the customer did not provide patient strains to be tested using other retained batches of the chromid® mrsa agar. The results obtained by the customer are in accordance with the package insert of this media that indicates that some sthaphylococcus aureus strains that do not have the meca gene may produce typical colonies. As indicated in the package insert, the specificity of this product being of 98.7% in 18 to 24h, the results are in accordance with the performance data of this product.